Manufacturer narrative:
Follow-up #1: date of submission device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: multiple no cartridge detected warnings observed in black box. Load step malfunction was not duplicated during investigation. Force calibration passed. Opened pump- no evidence of physical damage on force sensor pins.. Unrelated to the complaint, the battery compartment is cracked from case seal traveling to bumper and the display is dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.